Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room with diaphragmatic stimulation. Upon review, the right atrial lead exhibited p-wave undersensing and loss of capture. Chest x-ray performed on (B)(6) 2019 revealed that the lead was dislodged. Programming changes were made to deactivate the right atrial lead. The lead was repositioned on (B)(6) 2019. The patient was in stable condition.